Event description:
It was reported the lens was removed and replaced with a lower diopter iol due to the incorrect power implanted initially. Patient experienced no complications.

Manufacturer narrative:
The reported intraocular lens was removed and replaced with a lower diopter iol. The iol was discarded by the user and not returned for analysis. The physician stated that the incorrect diopter lens was initially implanted. Based on this we have no reason to suspect this is a manufacturing related event.